Event description:
The customer reported having an urgent care visit due to high blood glucose of 259mg/dl. The customer was feeling tired and thirsty. The caller stated that the doctor recommended an increase of 30% on the temp basal. Troubleshooting was performed. The time, date, and basal rates were correct. However, the bolus wizard settings were unknown. Assisted the caller to run a manual prime test and the insulin did exit. The customer also stated that the insulin pump is cracked at top right corner of the screen. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. However, the device was unable to prime as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The insulin pump was received with missing end cap sticker and cracked case at the display window corners.